Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by nausea, vomiting, abdominal pain and cloudy fluid. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The patient was treated with vancomycin ("next 3 weeks", dose, route and frequency were not reported) and fortaz ("next 3 weeks", dose, route and frequency were not reported) (ceftazidime) (dose, route and frequency were not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. It was t reported that the patient was retrained on the proper aseptic technique. No additional information is available.